Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage with struts stretched on the first three rows. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system and may have occurred during advancement attempts to the lesion site. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous and severely calcified mid left circumflex (lcx) artery. Following pre-dilatation with a 2.0x15 apex balloon catheter, a 2.50x16mm promus element ¿ drug-eluting stent was advanced to treat the target lesion. However, resistance was met while advancing the device towards the lesion. The physician decided to remove the device and noted that the stent strut was deformed. The physician then advanced a 2.5x15 quantum maverick balloon catheter to dilate the lesion and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous and severely calcified mid left circumflex (lcx) artery. Following pre-dilatation with a 2.0x15 apex balloon catheter, a 2.50x16mm promus element drug-eluting stent was advanced to treat the target lesion. However, resistance was met while advancing the device towards the lesion. The physician decided to remove the device and noted that the stent strut was deformed. The physician then advanced a 2.5x15 quantum maverick balloon catheter to dilate the lesion and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.